Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. Added e1. Initial reporter state. Added g.4. PMA/ 510(k). H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the of the bleeding at the access site was most likely use related as per close devices did not work upon removal.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the right femoral artery in an 81-year-old male patient presenting with high-risk percutaneous coronary intervention (hrpci). The patient had a history of known coronary artery disease. The patient¿s clinical state prior to initiation of support was identified as scai shock stage a. Upon removal of the device, perclose devices did not work. Additional perclose devices were deployed with unsuccessful hemostasis. Contralateral access was obtained, and balloon tamponade was utilized in conjunction with two angioseal devices. It was noted that the patient had heavily calcified vessels. One unit of blood was given and the patient survived to explant. Bleeding may have resulted from access-site complications and heavily calcified vessels.